Event description:
It was reported by the patient that blood glucose levels reached 548 mg/dl while wearing the pod between 1 and 4 hours, prompting a visit to the school nurse on (B)(6) 2026. The patient reported dizziness, and the nurse diagnosed high glucose and administered three correction boluses, with no other treatment provided. The patient also reported alerts related to missing sensor values. Upon pod removal, the cannula was found to be bent and had not properly insert into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 18.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.